Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor memorygel breast implant prosthesis was discovered to be ruptured upon opening of the shipping container. The event occurred pre-operatively, prior to the patients scheduled operation. Therefore, there was no patient involvement and no possible expected patient adverse events.

Manufacturer narrative:
On september 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. On october 01, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. In addition, the device was received inside its sealed thermoform. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in the patch or any other implant site during the analysis. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product rupture was identified, there may have been other circumstances or issues that occurred that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).